Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a shredded distal end, the area of the distal scope was found to have an open area on the scope and the ultrasound probe was found to areas of missing rubber. The issue found during manual cleaning. There were no reports of patient involvement.

Event description:
The device was an ultrasound gastrovideoscope. The no image event occurred during a procedure, and the physical damages were found during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, and h11. Corrected fields: b5, d10, and h6 medical device problem code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no adhesive at the forceps cover and no image/black image. A root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the probe damage malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.